Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient passed out in the shower. The patient was very weak and took two hours to get the patient out of the shower and into bed with the husband's help. The patient has no strength in their legs. The patient's husband called the ambulance, and the patient was in the hospital for four days. The patient does not remember what was done at the hospital as they have trouble with memory. The right side of the patient's head was swollen and painful from what they remember. The cardiologists checked on the patient and found fluid in the patient's lungs. The patient had shingles on the right side of their scalp since then. The patient had many follow ups with the cardiologists and primary care, but they are unsure why the patient passed out in the first place. The therapy support specialist called the patient and things have improved. The patient will reach out if they need anything further.

Event description:
It was reported the patient passed out in the shower. The patient was very weak and took two hours to get the patient out of the shower and into bed with the husband's help. The patient has no strength in their legs. The patient's husband called the ambulance, and the patient was in the hospital for four days. The patient does not remember what was done at the hospital as they have trouble with memory. The right side of the patient's head was swollen and painful from what they remember. The cardiologists checked on the patient and found fluid in the patient's lungs. The patient had shingles on the right side of their scalp since then. The patient had many follow ups with the cardiologists and primary care, but they are unsure why the patient passed out in the first place. The therapy support specialist called the patient and things have improved. The patient will reach out if they need anything further.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "edema", "fainting", "pain", and "weakness" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient passed out in the shower. The patient was very weak and took two hours to get the patient out of the shower and into bed with the husband's help. The patient has no strength in their legs. The patient's husband called the ambulance, and the patient was in the hospital for four days. The patient does not remember what was done at the hospital as they have trouble with memory. The right side of the patient's head was swollen and painful from what they remember. The cardiologists checked on the patient and found fluid in the patient's lungs. The patient had shingles on the right side of their scalp since then. The patient had many follow ups with the cardiologists and primary care, but they are unsure why the patient passed out in the first place. The therapy support specialist called the patient and things have improved. The patient will reach out if they need anything further.